Event description:
Consumer alleges humidifier caught on fire and melted down. There was not a report of personal injury or property damage with this incident.

Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges humidifier caught on fire and melted down. There was not a report of personal injury or property damage with this incident.